Manufacturer narrative:
Because the device was not returned, it was not possible to perform a physical analysis of the device that would include images. Existing controls to prevent occurence of reported issue: 100% of devices undergo visual inspection at cut thread inspection and a tactile inspection prior to loading. Samples are taken from each lot and tested for knotted tensile strength. Each device undergoes a 100% in process tensile test. If the requirements of these inspections were not met the product would have been rejected. Risk documents review: the suture process fmea addresses the failure mode and hazardous situations resulting from suture thread breaks. Review of records: since no manufacturing lot information was provided, it was not possible to evaluate manufacturing records for this device. Root cause: based on the information available the root cause for the complaint is unknown.

Manufacturer narrative:
Event information including type of procedure, patient information, lot number were requested, however it was reported that no information is available. As the date of event was not reported, the date has been estimated.

Event description:
It was reported to gore that during the knotting of a gore-tex® suture cv-2 (item# 2n02) the suture snapped. It was further reported the doctor was tying the suture when it broke. It was reported there were no complications and no patient harm.